Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, the suture broke during suturing. The ortopedic surgeon has used this suture for many years, and he did not handle it differently. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: no patient consequence. Contact: (B)(6). Were there any patient consequences? Please provide the source or name, email and title of the external person providing answers to follow-up (external person submitting answers to sales rep). D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle-suture piece inside of a labeled winding former was received for analysis. Product code sxpp1a445. Additionally, a photo was provided, and it showed a labeled winding former with a suture inside. During the initial inspection of the sample, no breakage suture was observed. But the extreme was noted to be broken probably caused by a surgical instrument. Body fluids were also observed on the suture. The other section of the suture was not returned for analysis. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a445 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.